Manufacturer narrative:
As of today the explanted device has not been returned for analysis.

Event description:
The device was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that the patient implanted with this device has been non-compliant with their office visits; they had not been seen in four years. During a recent office visit the device was interrogated and found to be at end of life due to longer than expected charge times during middle of life. Device replacement was recommended.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported.